Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was not displaying data that was captured prior to restarting receiver. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Data was downloaded for evaluation and firmware errors were observed. A global receiver test was performed and resulted in no failures related to the customer complaint. The customer's complaint was confirmed for receiver not displaying data that was captured prior to restarting due to receiver firmware error. The root cause cannot be determined .